Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Based on the evidence, the as reported code catheter damage/defective cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 15 x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it was noted that the catheter was abnormally fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 15 x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it was noted that the catheter was abnormally fractured and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).